Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the 5.5/6.0 driver was navigating 4-5 millimeters deeper than expected. It was noted eleven other instruments were navigating correctly. A manufacturer representative on site checked that the reduction driver was not being used, the correct tip was selected for the instrument, and the screw was correct. All of these were correct. The manufacturer representative re-verified the instrument without resolve. The surgeon completed the case by placing the screws without navigation, however navigation was used for all other instruments during the case. The post-operative scan showed good screw placement. This issue occurred intraoperatively and caused a 5-minute surgical delay. There was no reported impact on patient outcome.